Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged it acquired false positives. There was no patient impact reported. The following information was provided by the initial reporter: "increase in false positive vials and strange shape growth curves".

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged it acquired false positives. There was no patient impact reported. The following information was provided by the initial reporter: "increase in false positive vials and strange shape growth curves."

Manufacturer narrative:
H6: investigation summary a failure for incorrect results was reported on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). The customer indicated that they were receiving false positives. No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched to investigate. The fse collected the instrument log files and found no issues with the instrument or the environment. It is noted that on a previous, related case there were found to be ambient temperature fluctuations in the room which houses this instrument, and the software was upgraded to provide improvements in sample processing at that time. A further fse visit was scheduled, during which the fse measured all voltages and checked the blowers, fans, filters, and couplers. All voltages were found to be within specification. One worn coupler was replaced. Worn couplers are known to contribute to temperature fluctuations which may cause false positives. The root cause was determined to be the coupler, as the issue was considered resolved following this replacement. There is a CAPA (corrective and preventative action) 2660061 related to coupler failures. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and revealed two previous cases of false positives which were tied to this one. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. Review of risk management files confirms there are no new or modified risks associated with this failure mode. H3 other text : see h10.